Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) has been confirmed. Upon investigation, the belt was unable to complete falloff testing. The root cause for the failure was the solder connection of the distribution node to the rear therapy electrode cable pulse wire being broken. The root cause for the broken solder connection was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.